Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 15dec2020. The current heartmate 3 lvas IFU lists stroke, arterial non-central nervous system (cns) thromboembolism and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. Section 5 ¿surgical procedures¿ (under ¿implant procedures¿) warns to "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." Section 5 also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in addition to the ischemic stroke diagnosed via computed tomography (CT), there was a septal thrombus noted intra operation. The patient had left-sided weakness.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to stroke/cva. It was reported the device operated as intended. The device will not be returned for evaluation as patient's family did not want the device removed.